Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: extended opening and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended sharp opening with localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), stress marks and non penetrating nicks assessed as non penetrating nicks and two curved striated openings on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact and curved striated openings assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Capsular contracture, baker grade unknown and rupture are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Device was explanted.